Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to noise oversensing. The noise was easier to be reproduced in secondary than in primary vector configuration. X-rays were performed, but no adequate placement or insertion could be noticed. Technical services reviewed the case and suggested some possible reprogramming options and evaluations as a possible resolution to this issue. However, it was ultimately suggested to explant the whole s-ICD system if the issue persists as it could be related to a contact complication between the lead sense b ring and the device connector. This implantable electrode remains in service and no additional adverse patient effects were reported.